Event description:
It was reported that the patient presented in ER with complaints of phrenic nerve stimulation and chest pain during the stimulation. Loss of sensing and high capture threshold were noted. Perforation was suspected. During the lead revision, the physician could not confirm if perforation or dislodgement occurred. The lead was successfully repositioned. There were no complications during the procedure and the patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.